Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported device has an "audio problem, speaker is fine". There was no reported patient involvement.